Manufacturer narrative:
Methodology / results: visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.25¿ in length. The break occurred at the first proximal tooth valley. Although the tip became completely separated from the inner assembly, it was either pushed back in or became stuck in the outer tube mouth opening. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 4th proximal tooth while moving in a clockwise direction which resulted in the observed break. There were no signs of misuse or mishandling. There was no evidence of concentricity issues or bend in the outer tube. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. Complaint substantiated / confirmed: yes conclusion: there was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the tip of the blade broke off of the shaver inside the patient's nose. The physician removed the broken piece. No patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.